Event description:
The customer loaded 200 units of insulin into her pump, but the gauge only read 105 units. The impact of this issue to the customer's blood glucose level is unknown.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.